Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed, and the pump performed as intended. Customer successfully resumed insulin deliveries after the system check. It was also reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. There was no reported impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.